Event description:
A customer contacted beckman coulter (bec) reporting a leak at the manual probe of the coulter hmx autoloader analyzer. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and goggles at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment. No discrepant results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found that the signal wire for solenoid 17 was disconnected. This was not allowing the probe to fully rotate and was causing the backwash to drip from the probe. The fse reattached the wire for solenoid 17 and the leak was fixed. The repairs were verified per established procedures. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).